Event description:
It was reported that during a follow up in clinic, slow inductive telemetry was noted on the device resulting in programmer freeze during lead testing. Abbott technical support was contacted, device records were reviewed, and the device was noted to have entered radio frequency (rf) telemetry lockout prior to the follow up. The slow telemetry was suspected to be due to the device operating in rf telemetry lockout. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.